Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the comb was damaged. The comb and bottom roll were replaced and resolved the reported issue. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: australia.

Event description:
It was reported that during biomedical engineer test, device was sent in for preventative maintenance. There was no patient involvement. During device evaluation it was discovered that the comb was damaged. Due diligence is complete, there is no additional information available.